Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right side/right essure permanently lodged'), genital haemorrhage ('abnormal bleeding (general)') and cellulitis ('infection (other) describe: cellulitis of abdominal wound') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Essure confirmation test done type of test and result not reported. Previously administered products included for contraception: orthotricycline from 2002 to 2005. Concurrent conditions included cyst, infertility, pelvic adhesions, dizziness, inflammation, diverticulitis, abdominal pain, menstruation abnormal, sleep disturbance, procedural pain, per vaginal bleeding and tenderness. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from 2005 to 2007 and medroxyprogesterone acetate (depo-provera) until 2017 for contraception as well as alprazolam (xanax) from 2014 to 2018, butalbital;caffeine;paracetamol (butalb/acet/caffeine) from 2014 to 2018, escitalopram oxalate (lexapro), escitalopram from 2014 to 2018, fluoxetine hydrochloride (prozac) from 2014 to 2018, ibuprofen, latanoprost from 2014 to 2018, lorazepam (ativan) from 2014 to 2018, lubiprostone (amitiza), omeprazole, quetiapine fumarate (seroquel) from 2014 to 2018, trazodone from 2014 to 2018, valproate semisodium (depakote) from 2014 to 2018 and zaleplon from 2014 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain pelvic "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), vomiting ("nausea vomiting"), nausea ("nausea vomiting"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), constipation ("gastrointestinal or digestive system condition type:constipation"), pelvic adhesions ("other injury(ies) or complication please describe: adhesions- right essure device permanently lodged") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy(one side removal of fallopian tube),reversal/tuboplasty). At the time of the report, the device dislocation, genital haemorrhage, cellulitis, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, fatigue, vomiting, nausea, dysmenorrhoea, urinary tract infection, pelvic adhesions and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, cellulitis, constipation, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic adhesions, pelvic pain, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6) 2017. Procedure in detail: the bilateral tubal ostia were identified and the essure device was placed first into the right tubal ostia and after placement there were eight coils visualized beyond the tubal ostia. A similar procedure was performed on the left ostia with three coils identified at the completion of the procedure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, nausea, vomiting, fatigue, constipation, anxiety, depression and pelvic adhesion" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain pelvic, anxiety, depression, fatigue, cellulitis of abdominal wound, nausea, vomiting, dysmenorrhea (cramping), urinary tract infection, malposition of essure device location of device: right side, constipation, adhesions- right essure device permanently lodged. Reporter information, medical history, concomitant drug, essure removal date were added. Event-injury was deleted device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.